Event description:
(B)(6) .clinical study it was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) with 95% stenosis and was 6 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm promus element plus everolimus-eluting platinum chromium coronary stent system. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with mi and was hospitalized on the same day. Patient's cardiac enzymes were elevated. Coronary angiography was performed and revealed 100% occlusion of the previously placed 3.00 x 12 mm promus element plus everolimus-eluting platinum chromium coronary stent systemin the proximal lad. The patient underwent coronary artery bypass graft (CABG) x 3 vessels including left internal mammary artery (lima) to lad, and non-target vessel revascularization (non-tvr) was also performed in saphenous vein graft (svg) to first obtuse marginal (om) and svg to right posterior descending artery (r-pda). Eight days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).